Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted with moderate paravalvular leak (pvl) resultant and a balloon aortic valvuloplasty (bav) was performed immediately. After the balloon inflation, the patient's pressure started to decrease and trace pvl was reported. An annular rupture occurred due to the bav. The valve was surgically replaced with a non-medtronic valve, however the patient never recovered and died on the table due to the annular rupture.